Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Customer administered a manual insulin injection to address bg. The customer re-loaded the cartridge to resolve the issue.